Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unidentified malfunction code and the pump shut off. The customer's blood glucose level was not impacted. The customer reverted to using insulin injections to manage diabetes.